Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she feels as if she had a pool on her left eye (watering). She noticed this after the eye protector was removed following her surgery. She expressed dissatisfaction with this event. In a f/u with the consumer, she reported that following her iol implant, she feels her vision is blurred and decreased in addition to the excessive tearing. She has been to several doctors, but they could not reach a conclusion. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Additional info has been requested. (B)(4).